Event description:
The trilogy ev300 ventilator was returned to the third-party service center for evaluation, and the customer¿s complaint of oxygen not calibrating to 100% was confirmed. In conclusion, the device's oxygen blender module sub assembly was replaced to address the issue. The root cause is confirmed at this time. The device was not in use on a patient at the time of the occurrence. The system meets the specification for the performed service and is returned to use.